Manufacturer narrative:
(B)(4). Device evaluation: the products involved with this complaint have been returned on (B)(4) 2012 and evaluated by product analysis (pa) with the following findings: on (B)(4) 2012 the meter was tested and the primary complaint was not confirmed; however, the meter's spc pins were found to be too tight. On (B)(4) 201 the test strips involved with this compliant were tested and the primary complaint was not confirmed; however, while testing with the control solution an er2 was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter displayed an "error 5" and an "error 1" message. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages her diabetes with metformin pills and glyburide pills (amounts not specified). It is not known if the patient made changes to her usual diabetes management routine. The patient claims she felt symptoms of weak and cold sweats which she associated with low blood glucose. The patient took food and/ or drank juice as treatment. The patient denied testing on another device. At the time of troubleshooting, the cca noted it was not the first time the subject meter was being used for testing. The cca tried to walk the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury due to the alleged product issues.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.